Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after implant duration of approximately 13 days. Based on the follow-up with the health-care provider, it was learned that the valve was replaced because it was 'too small'. The health-care provider also noted that the explant was not related to any device malfunction. Per the operative report, the patient had severe pulmonary insufficiency and started to develop right heart failure. The surgeon incised the pulmonary artery longitudinally and continued right to the previously placed pulmonary valve and onto the right ventricular outflow tract. The subject valve was removed and the surgeon started the patch. A 27mm edwards magna valve was placed into the annulus with running 4-0 prolene on the annulus. The anterior part of the valve was uncovered. A pericardial patch was then used to patch and sewed it to the anterior portion of the valve with running 4-0 prolene. Next, the patch on the pulmonary artery was completed with 4-0 prolene. The patch was then sewed and so it was widely patent and patulous over the right ventricular outflow tract. Tee was performed but it was difficult to see, needles were put in both the right ventricle and the pulmonary artery to check pressures. The pressures equilibrated across the pulmonary outflow tract and the pulmonary valve. There was only a mild tricuspid insufficiency. With this, it was accepted and attempted to wean. The patient developed a metabolic academia after about 45 minutes and really had trouble with perfusion, so it was obvious that the patient's right side was struggling so the surgeon elected to place a right ventricular assistive device (rvad). The patient went back on bypass and it took a great deal of time to get the rvad replaced. The surgeon put the outflow portion via the jugular vein. The surgeon was then able to wean from bypass without any difficulty.

Manufacturer narrative:
Device not returned. Per the health-care provider, the explant was not device related but due to sizing issue ('too small'). Therefore, sample device evaluation was not requested since there is no allegation of product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.